Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during priming the safety mechanism failed with a bd saf-t-intima¿ IV catheter safety system. He following information was provided by the company reporter: it's noticed that the wire cannot be pushed out of the needle during priming. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was admitted to hospital due to trauma ready to puncture the vein, found that the retention needle metal guide wire can not be pushed in outside the needle tube, analysis for the retention needle failure, immediately replace the new retention needle vein puncture smoothly, the incident did not cause any adverse reactions to the patient.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8177715. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Based on investigation results to date, root cause to manufacturing process cannot be determined. No samples or photos were returned for evaluation. H3 other text : see section h.10.

Event description:
It was reported that during priming the safety mechanism failed with a bd saf-t-intima¿ IV catheter safety system. He following information was provided by the company reporter: it's noticed that the wire cannot be pushed out of the needle during priming. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to hospital due to trauma ready to puncture the vein, found that the retention needle metal guide wire can not be pushed in outside the needle tube, analysis for the retention needle failure, immediately replace the new retention needle vein puncture smoothly, the incident did not cause any adverse reactions to the patient.